Event description:
The article, "real-time analysis of conduction disturbances during tavr with the cara monitor", was reviewed. The article presented a case study of a 89-year-old male patient. It was reported that on an unknown date, an unknown navitor valve was chosen for implant. During valve positioning, it was noted the patient experienced complete heart block. A decision was made to implant a permanent pacemaker. It was also reported a post-implant balloon valvuloplasty was performed. The article concluded that the cara system facilitated real-time electrocardiogram (ECG) monitoring, detecting subtle and progressive changes during transcatheter aortic valve replacement (tavr). ECG changes occurred at each step, with most patients experiencing conduction disturbances (cds), especially during pre-dilatation and valve implantation. The potential of ECG dynamics and timing for early detection of severe cds should be explored in future studies. [The primary and corresponding author was josep rodés-cabau, quebec heart & lung institute, laval university, quebec city, canada, with corresponding e-mail: josep.rodes@criucpq.ulaval.ca].

Manufacturer narrative:
As reported in a research article, during navitor valve positioning, the patient experienced complete heart block. A decision was made to implant a permanent pacemaker. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstance as post-implant valvuloplasty was performed. The reported surgical intervention was a result of case-specific circumstances as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled "real-time analysis of conduction disturbances during tavr with the cara monitor".